Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to migration of 1 lead and impedances on the other. Patient also experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.